Manufacturer narrative:
Evaluation narrative - one 2.3 osteoraptor inserter was returned for evaluation. No anchor or sutures were returned for examination. Visual assessment of the inserter showed no damage. Dimensional assessment of the inserter found it met print specifications. With the limited clinical details regarding patient bone quality and site preparation along with the lack of the anchor, a root cause cannot be determined. No additional actions are warranted at this time. Device returned for evaluation on 24 march, 2016. Device was evaluated by the manufacturer. Evaluation codes updated. (B)(4).

Manufacturer narrative:
Initial reporter zipcode: (B)(6). (B)(4).

Event description:
It was reported that upon insertion of the implant it broke at the eyelet. It was also reported that no pieces were left inside. Another anchor was used to complete the procedure. No patient impact was noted.